Event description:
A pt reported one possible high inaccurate result with a one touch ultra meter. In 2001 at 15:38, pt took an insulin dose based on a blood glucose reading of 426mg/dl on the ot ultra meter. Pt reported passing out after taking insulin. When pt woke up, pt ate 'tons of sugar' and re-tested on a ot basic meter, getting a blood glucose reading of 124mg/dl. Pt reported that no medical treatment was sought. Pt refused to provide any further inof. Based on the info provided, there is no sufficient evidence that the ot ultra meter malfunctioned.